Manufacturer narrative:
5 of 5 devices were returned for evaluation. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device had debris build-up. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device had debris build-up. A friction problem was identified from pressure on the cap. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device had debris build-up. The device did heat up during evaluation. The device was repaired and returned to the customer.

Event description:
This report summarizes 5 malfunction events where a midwest energo 1:5 handpiece overheated. 5 events resulted in no injury.